Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump experienced unexplained insulin flow blocked (no delivery) alarms. The user also stated a rainbow effect on the pump screen, failed battery tests, and a loud grinding noise when rewinding the pump. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined to report to the helpline. The pump will not be returned for analysis. Frn-unk-rsvr unomed set.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed a21 error test and rewind test and displacement test. Basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected back light anomalies noted. (B)(4).